Event description:
It was reported that the pt is a bilateral user who came in for a routine fitting. During the fitting, it was seen that there is progressive damage of the electrode array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.